Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to a combination of challenging patient anatomy and procedural conditions (poor imaging). The reported poor imaging is related to challenging patient anatomy (calcium shadowing). A cause for the reported clip caught in anatomy could not be conclusively determined. A cause for the reported pericardial effusion could not be conclusively determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, flail, calcified annulus and posterior leaflet. One clip was implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. While retracing the clip back into the left atrium, the clip became caught in the chordae. The clip was able to be freed from the chordae without causing damage. The clip was removed and the procedure was discontinued. Mr remained at a grade of 4+. During the final assessment, a small pericardial effusion was observed. For treatment, the patient received heparin. There was no clinically significant delay in the procedure.